Event description:
It was reported that the device battery longevity was too short. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of eri in save to disk on (B)(6) 2011 device eri<=2.62 volt. Weekly battery voltage trend data shows min b(v)=2.64 to 2.62 volts minimum between (B)(6) 2011. 2 - patient alerts for low bv on (B)(6) 2011 03:00:04 and (B)(6) 2011 03:00:04. The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.